Event description:
It was reported that this inflatable penile prosthesis stopped working due to fluid loss. A new device was implanted. The cylinders and pump were explanted, and the chronic reservoir was plugged and remains in situ. No patient complications were reported.